Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4), alleging the onetouch verio iq meter read inaccurately compared to another device. The patient reported blood glucose results of "12.8 mmol/l" with the subject meter and "8.8 mmol/l" on another meter, performed within 30 minutes of each other. The patient did not experience any symptoms or seek any medical attention because of the reported issue. As the results fell outside expected values for meter to meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 (11/14/2012)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2012 and (B)(4) 2012 with the following findings: the meter was evaluated with control solution and the primary complaint was not confirmed. The meter met specification and passed testing. The test strips involved with this complaint were also evaluated with control solution and the primary complaint was not confirmed; however, a secondary issue was noted where an error 4 message was observed during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.